Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006 inratio 7.5 lab 3.6

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006 inratio 7.5 lab 3.6 mean 5.55 confidence limits cannot be determined per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Caller used cap tubes that are sodium heparin coated. Products misused. No investigation required.